Manufacturer narrative:
The device was returned to olympus for inspection. Of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscope connector, error code b30 (scope communication error) occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error code b30 (scope communication error). There was no patient involvement.